Event description:
Customer reported the buttons on the insulin pump are not working. Customer's blood glucose was 165 mg/dl. Customer reported she was changing her reservoir when the device started to beep and the buttons stopped working. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. The device passed the displacement test and self test. All the buttons did function properly. No audio/beep anomaly or keypad anomaly noted during testing. The device functioned properly. The lcd connector was inspected and no anomaly noted.